Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) was not charging during use on patient.

Manufacturer narrative:
Cs100 upgraded to cs300. Updated: b4, g3, g6, h2 and h11. Corrected: b5, h6 (health effect ¿ impact codes).

Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) unit not holding charge during use on patient. No harm or injury reported.

Manufacturer narrative:
Updated: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Performed battery cal test with a time of 114 before failure. Removed and replaced batteries due to failure of battery calibration test. Performed battery cal retest. Battery passed. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.